Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reporting of receiving sensor suspend alert which led to early sensor removal.an RMA was authorized for return of sensor for further investigation.

Manufacturer narrative:
The user reported receiving a glucose suspend alert and not receiving sensor glucose readings for several hours. The case was escalated for further review. Following escalation, a sensor replacement was authorized due to system performance concerns. During follow-up, the user reported that they performed a sensor re-link, after which sensor glucose readings resumed and no further issues were reported. The user elected to continue using the same sensor and declined the sensor replacement. Since the sensor was not returned, no further investigation was possible. Per dms review, the user is currently using the system with up-to-date information. B4. Date of this report 14 dec 2025. G3. Date received by the manufacturer? 14 dec 2025. H6. Health effect - impact code updated to 2199. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.